Event description:
This case was reported by a consumer's wife and described the occurrence of zinc poisoning in a male pt who received denture adhesive powder-double salt (super poligrip denture adhesive powder) for dentures. A physician or other health care professional has not verified this report. Co-suspect medication included super poligrip (unspecified zinc free variant). On an unk date, the pt started denture adhesive powder-double salt (dental). At an unk time after starting denture adhesive powder-double salt, the pt experienced zinc poisoning. This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the event was unk. (B)(4). The manufacturer's report number for this case is 9681138-2014-00003. Super poligrip is manufactured in (B)(4), and neither the product nor lot numbers for these product are available. (B)(4).